Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 6 months. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2013. It was reported that on (B)(6) 2016 the patient had an international normalized ratio (inr) of 1.2 and a lactate dehydrogenase (ldh) over 900u/l. The patient was being treated for suspected pump thrombus. The patient's system controller log files were submitted to the manufacturer for review. The submitted log file was reviewed by a representative of the manufacturer's technical services team. The file did not contain any usual trends with the pump parameters. On 10/17/2016, another log file was reviewed, and did not reveal and device issues. Reportedly, the patient was not dehydrated and the results of an echocardiogram "looked fine." Subsequent log files did not reveal any abnormal device operation. Additional information was requested but was not provided.

Manufacturer narrative:
The patient remained ongoing on vad support until they expired due to multi-system organ failure on (B)(6) 2016 (covered under medwatch MFR #: 2916596-2017-00087). The pump was not returned for investigation. The report of suspected thrombus and specific causes for the reported elevated ldh could not be conclusively determined without a full evaluation of the device. Review of the submitted log files showed that the pump appeared to be operating normally at the set speed of 8800 rpms. No unusual trends or alarms were noted in either of the submitted log files. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.